Event description:
Patient in the unit for carboplatin infusion. Rn noted a small puddle approximately 3 inches in diameter on the floor under tubing within 3-5 minutes of initiating the infusion. The infusion immediately stopped. Dripping was noted by the rn within minutes of carboplatin initiation in the base IV tubing (0.9% ns used for base). Dripping was noted at the 3rd port site which is inferior to where the chemotherapy was connected. The infusion immediately stopped. Spill contained. The patient checked for spillage. None was noted by rn or by the patient. The spill appears to be contained to the 3 inches circular spot. Spill cleaned by rn. Base tubing changed and infusion resumed. Evs staff on duty were notified. FDA safety report ID# (B)(4).